Event description:
A customer reported multiple occurrences of a condition code that indicated that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. No biased results were reported, and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: during troubleshooting of this event, visual inspection of the reagent metering probe dispenser stream confirmed datalogger analysis supporting that the reagent metering subsystem was not performing optimally. The root cause of the event was a partially occluded reagent metering probe.